Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed when changing the battery. The customer put in a new battery and the display froze. The blood glucose reading was 90 mg/dl. The customer reported that the buttons stopped responding. The customer was advised to remove the battery, ensure the screen went completely blank, and then insert a new battery. The customer reported that the insulin pump did not alarm and that the time was advancing. The buttons were still unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent down button response due to corroded keypad traces. No frozen screen or display anomaly noted and no unexpected numbers ramping or scrolling during testing. The insulin pump has minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.